Event description:
It was reported that the balloon failed to deflate. A 4x200mm, 150cm ranger drug-coated balloon was selected for use in an atherectomy and angioplasty procedure in the superficial femoral artery (sfa). After atherectomy, angioplasty was performed with the ranger device. The balloon was inflated to 8 atmospheres for two minutes. When it was time to deflate, the balloon would not deflate. Over the course of 15 minutes, multiple attempts were made to pull suction with additional syringes and new inflation devices. After many failed attempts, an attempt was made to puncture the balloon with another wire, but it was unsuccessful. Instead, the partially inflated balloon and sheath were pulled out of the patient with the wire remaining in place. A new sheath was inserted, and the procedure was completed with another 4x200mm, 150cm ranger drug-coated balloon. No patient complications were reported.